Manufacturer narrative:
(B)(4). Date sent: 8/22/2016. Batch # unk.

Event description:
It was reported that during a mie ivor lewis esophagectomy procedure, the teflon tissue pad was melted and fell off clamp arm. Tissue pad was recovered completely from patient. Case completed with like device. There were no patient consequences reported.